Manufacturer narrative:
D4: lot number, expiration date, UDI section and h4: manufacture date are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the customer had a pediatric patient who uses bivona neonatal flextend v flange size 4.0 tracheostomy tubes. The parent contacted concerned that while the device was is use with the patient during a trach change, they had discovered a split, that is not visible, in the area of the back of the tube. The plastic was also noted to be discolored. The 1st trach ((B)(6)) reports to have been in situ with the same patient, 3 times and sterilized between. The 2nd trach ((B)(6)) reports to have been used with the same patient 2 times and sterilized between. The child had a period of needing to breath via his stoma. Parent needed to keep him calm and get him to sit in a good position and breathe calmly whilst she found a new trach. They were able to insert the new trach without issue once located. Child was compliant and was able to tolerate the breathing through his stoma although he wasn't comfortable during this time. No other medical intervention required. Unfortunately, the parent had disposed of the original packaging, so they were unable to provide lot and item numbers.

Manufacturer narrative:
One device was returned for investigation in used conditions without the original packaging. Visual inspection confirmed the customer complaint of a split in the device and discoloration. During the manufacturing process, devices are routinely inspected for quality assurance. Investigators went through the manufacturing process and were not able to duplicate the reported issue with any of the manufacturing tools used during the assembly process. Based on the analysis conducted and the customer report, the most probable root cause is due to the customers sterilization process with improper lubricants or cleaning solutions that are not recommended. Device history review was not completed as no lot number or item number was provided.